Manufacturer narrative:
During troubleshooting efforts between merge technical support and the customer, it was determined that the event was caused by a loose coil cable on the link assembly. The customer confirmed that once the thumb screws were secured on the coil cable, the issue was resolved. Device labeling, hemo-6373 merge hemo 10 user manual, addresses the potential for such an occurrence in the general equipment care section with statements such as, "inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required (p.363)." In addition, in the troubleshooting section under pdm led behavior it states, "if low voltage is detected, the pdm goes to battery power and an audible alarm sounds (p.370)." Based on the available information, there is no indication that the problem occurred as a result of a device defect and/or malfunction but rather from a human factors issue.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that during a case, a red person icon flashed on the bottom of the hemo pc display. The hemo pc then froze, and they were unable to continue the capture of electrocardiogram (EKG) waveforms or non-invasive blood pressure (nibp) readings. The patient was connected to an anesthesia machine, vitals were captured with this alternative method, and they were able to complete the case. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could result in harm to the patient. (B)(4).